Manufacturer narrative:
This case was initially received via regulatory authority (B)(6) on 26-oct-2017. This spontaneous case was reported by an other health professional and describes the occurrence of medical device removal ("device removal") in a female patient who had essure (batch no. 796911) inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2017, 6 years 6 months after insertion of essure, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced tendonitis ("tendonitis") and fibromyalgia ("fibromyalgia"). The patient was treated with surgery (total bilateral salpingectomy was performed via laparoscopy). At the time of the report, the medical device removal, tendonitis and fibromyalgia outcome was unknown. The reporter provided no causality assessment for fibromyalgia, medical device removal and tendonitis with essure. The reporter commented: integrity of fallopian tubes was noticed; no tubal effraction. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 44 kg/sqm. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 05-jan-2018 for the following meddra preferred term: medical device removal. The analysis in the global safety database revealed 727 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 29-dec-2017: similar incident listing attached and case updated accordingly. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (B)(6) (reference number: (B)(4)) on 26-oct-2017. This spontaneous case was reported by an other health professional and describes the occurrence of medical device removal ("device removal") in a female patient who had essure (batch no. 796911) inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2017, 6 years 6 months after insertion of essure, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced tendonitis ("tendonitis") and fibromyalgia ("fibromyalgia"). The patient was treated with surgery (total bilateral salpingectomy was performed via laparoscopy). At the time of the report, the medical device removal, tendonitis and fibromyalgia outcome was unknown. The reporter provided no causality assessment for fibromyalgia, medical device removal and tendonitis with essure. The reporter commented: integrity of fallopian tubes was noticed; no tubal effraction. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 44 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 29-dec-2017: device removal questionnaire received. Patient initials added. Total bilateral salpingectomy was performed via laparoscopy. Removal was performed on patient's request. No further information is expected. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This case was initially received via regulatory authority (B)(6) (reference number: (B)(4)) on (B)(6) 2017. The most recent information was received on (B)(6) 2017. This spontaneous case was reported by an other health professional and describes the occurrence of medical device removal ("device removal") in a female patient who had essure (batch no. 796911) inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2017, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced tendonitis ("tendonitis") and fibromyalgia ("fibromyalgia"). The patient was treated with surgery. At the time of the report, the medical device removal, tendonitis and fibromyalgia outcome was unknown. The reporter provided no causality assessment for fibromyalgia, medical device removal and tendonitis with essure. The reporter commented: integrity of fallopian tubes was noticed; no tubal effraction. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) kg/sqm. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 31-oct-2017 for the following meddra preferred term: medical device removal. The analysis in the global safety database revealed 751 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2017: quality-safety evaluation of ptc. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.